Event description:
Removal of hardware (two 7.3mm cannulated screws) but was unable to explant one of the screws, requiring an additional surgery to be scheduled with the correct instruments. Procedure: hardware removal (not completely successful), requiring an additional procedure to be scheduled at a later date. Original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).